Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On this same date, the patient was admitted to the hospital for peritonitis. On (B)(6) 2011, the patient was given a loading dose of reflin 1gm ip and fortum 1gm, and began treatment with reflin 1gm ip once daily and fortum 1gm ip once daily. The root cause of the peritonitis was unknown. At the time of reporting, the patient was still hospitalized and continued to receive treatment with reflin and fortum. The outcome for peritonitis was unknown. Dianeal and extraneal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal and extraneal therapy.